Event description:
Eight months post.-op. The pe liner luxated from the pinnacle outer shell.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device by a depuy principal engineer confirmed fracture of the ards, however the complaint statement cannot be confirmed as the femoral head, acetabular cup, or patient x-rays were not provided. A search of the complaints databases finds no other reports against the provided product and lot code combination since its release to distribution. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.